Event description:
It was reported on (B)(6) 2009 that there was a suspected device overdischarge. Pt had not recharged their device in several months. In (B)(6) 2010, pt had not returned to hcp office. In (B)(6) 2010, pt had not returned to hcp office. On (B)(6) 2010, it was reported that 5-6 power mode resets had been tried without success. In (B)(6)2010, it was reported that it had not been possible to recharge the device. It was not known if the device was flipped, as the pt had not returned for an x-ray. The pt outcome was unk. The company rep was not aware that the device would be explanted.

Manufacturer narrative:
(B)(4)